Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: lumbar degenerative disc disease it was reported via a clinical study that the patient underwent a 4 level surgery (l2-l3 & l5-s1). Post-op, pseudoarthrosis occured on l5-s1 cage with rupture of the 2 superior screws of the cage. The pseudoarthrosis led to persistent lumbar pain. As a result, a new anterior lumbar interbody fusion surgery was performed on l5-s1, 14 months after the initial surgery. The investigator confirmed a possible causal relationship on (B)(6) 2019. No other info was available.